Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The trunk cable connector was cracked with cosmetic damage. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).